Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to confirm when the alleged meter inaccuracy began. The patient reported obtaining blood glucose readings of ¿135 and 40 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient stated that she manages her diabetes with insulin (self-adjuster). It is now known if the patient took any action regarding her usual diabetes management regimen due to the alleged issue. The patient reported that she developed symptoms of ¿faintness and dizziness¿ an unspecified time prior to obtaining the alleged inaccurate results. In response to the symptoms, the patient claimed she treated herself with food and drink. No other device was used for testing. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the same approved sample site was used for testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.